Manufacturer narrative:
The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Manufacturing documentation confirmed that the pump met all requirements for release. Controller log files for this event were not available. The reported high power event was confirmed via photos of the monitor at the time of the event provided by the site. Post explant functional and dimensional analysis did not reveal any conditions that would have contributed to the reported event. The root cause of the reported high power event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines).

Event description:
This event involved a patient of unknown age and gender with an unknown past medical history who experienced a high power event post lvad implantation. Details regarding the patient's pre-surgical clinical presentation were not reported. The patient was brought to the hospital operating room for implantation of a lvad on (B)(6) 2013. It appears that prior to the implant, the surgeon performed a left ventricular thrombectomy. Soon after the implant of the lvad ((B)(4)) and while being weaned from cardiopulmonary bypass, the pump demonstrated high power. The pump was removed and the left ventricle re-inspected. Details regarding what, if anything, was found during this inspection were not reported. The pump was then replaced with another lvad ((B)(4)). Post-operatively the patient was reported to be stable in the intensive care unit and was extubated later that same day. The surgeon reported that the likely cause of the high power event was ingestion of a small residual particle after the pre-implant thrombectomy.